Manufacturer narrative:
Investigation results indicate the most likely cause of breakage was excessive force and/or the application of a bending moment during use. The label on the bur warns the user against this type of use "do not use excessive force". The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, two drill bits broke at the cutting end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second drill bit that broke.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, two drill bits broke at the cutting end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second drill bit that broke.